Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hepatectomy, when the first hepatic gate was disconnected, the device did not fire. It was noted that the surgeon was able to press the green button, but was unable to squeeze the handle. Another device was used to complete the case. There was no patient injury.